Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading of 582 mg/dl with extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly resumed pump therapy using the same pump without any recent adjustments to the pump settings. It was reported that the pump alerted for loss of prime multiple times. The patient was able to complete the prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Review of alarm history found that the loss of prime was triggered by "auto-off" alarm which stopped delivery when no button was pushed in a preset time period. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the prime issue was triggered by "auto-off" alarms.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: during investigation, the black box from the date of the event had been overwritten due to continued pump use. The loss of prime and auto off alarm were unable to be verified. The available black box showed a valid loss of prime warning associated with low non-zero force. An ez-prime and 24 hr duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measured within specification. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There was an unidentified force low and the force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.